Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery. Corrected field: b2 (outcomes attrib to adv event) life-threatening was added.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due a heart wall perforation. This issue was discovered as the lead was no longer capturing and it was verified with fluoroscopy. A new passive fixation lead was implanted in the same surgical intervention. No additional adverse patient effects were reported..

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due a heart wall perforation. This issue was discovered as the lead was no longer capturing and it was verified with fluoroscopy. A new passive fixation lead was implanted in the same surgical intervention. No additional adverse patient effects were reported.